Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.